Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) is missing the coldwell cap and that the pump rotor is not turning. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint that the pump rotor of the thermogard xp ivtm system (sn (B)(6)) is not turning was not confirmed during the review of the event logs or functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. The customer's reported that the console is missing the coldwell cap was confirmed during the visual inspection. The root cause for the missing coldwell cap was likely attributed to user mishandling. The coldwell cap assembly was replaced to remedy the complaint. Upon further visual inspection, the pump lid was observed to be broken, unrelated to the complaint. The probable root cause for the observed physical damage was user mishandling. The pump lid was replaced to address the damage. Also unrelated to the reported complaint, the coolant level was below the minimum. The coolant was refilled to remedy the issue. Upon review of the event log, no irregularities were found. The ivtm thermogard console passed the initial functional testing without any fault or error. The customer reported complaint was not replicated. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint of a missing coldwell cap, and there were no similar complaints reported for the thermogard console with serial number (B)(6).